Event description:
The cast cutter was sent for eval due to overheating during a cast removal. The cause was completed with the same device without any delay. There was no pt injury or adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.